Event description:
Add'l info rec'd from MFR 11/15/02: no corrective actions are required for complaint 1 since there was no device defects noted in the returned device and the labeling adequately instructs the user about the use of sharp objects with the mammosite. The operators are using digital photographs exhibiting sufficient adhesive as a visual aid and operators have been retrained in proper gluing techniques. The manufacturing instructions have been amended to allow for adequate curing time.

Event description:
The device was placed at the time of re-excision and sentinel lymph node biopsy in 2002. A CT scan done indicated that the device was found to have broken. It was removed that day and a new device was implanted on the same day. Nine days later the pt reported leakage of fluid from the device. They were seen and the device was found to be broken. The md then removed the second device and implanted a third one. Two days later, a cat scan revealed good integrity of the balloon. However, there was an air pocket around the balloon. The pt was brought to CT 3 days later. The air pocket had diminished, but was still present. The radiologist was called and he aspirated the air around the balloon under CT-guidance.